Manufacturer narrative:
(B)(4). Additional information received on 18feb2016 stated that according to the md's description of the details, run off injection was done and the catheter tore. Contrast shot out the back of the 6fr sheath. Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the catheter leaking in use is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the wedge pressure catheter was inserted via the patient's right femoral artery. The wedge pressure catheter was removed and the patient did not require another wedge pressure catheter. There was a reported complication, "pseudoaneurysm." Medical / surgical intervention was required. There was no reported patient death.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab the wedge pressure catheter was inserted via the patient's right femoral artery. The wedge pressure catheter was removed and the patient did not require another wedge pressure catheter. There was a reported complication, "pseudoaneurysm". Medical / surgical intervention was required. There was no reported patient death.